Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 444 mg/dl and "fainted and fell and hit head"; cause was not clear. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin, and an "ice pack for head injury". Customer was discharged the following day with the issue resolved and no permanent damage.